Event description:
Easy clip breakage was reported. This resulted in a revision surgery with plates.

Manufacturer narrative:
The x-ray analysis determined that the staples were not implanted bi-cortical due to a bad size choice conducting to less resistance and less stability. Assembling bad stability due to staples bad positioning and no immobilization from the pt. The root cause of this event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corp.